Manufacturer narrative:
Additional information was received that the patient had non device related falls causing difficulty in charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.